Event description:
Case description: investigation result: novopen 6 argent - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 6 bleu - batch unknown: no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: (B)(6) 2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient and underlying medical condition of type 1 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary. Novopen 6 bleu - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], the plunger was defective [device issue], nothing was delivered (their pens had problem) [device failure], suspected therapeutic inefficacy [device ineffective], incorrect instruction of use [product communication issue]. Case description: this serious spontaneous case from france was reported by a physician as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "the plunger was defective(device plunger issue)" with an unspecified onset date , "nothing was delivered (their pens had problem)(device failure)" with an unspecified onset date , "suspected therapeutic inefficacy(device ineffective)" with an unspecified onset date , "incorrect instruction of use(patient misunderstanding health care provider instructions for product use)" with an unspecified onset date and concerned a 742 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient's height: 168 cm. Patient's weight: 71 kg. Patient's bmi: 25.15589570. Current condition: type 1 diabetes mellitus (since 2020), remission from alcohol (abstinent), current smoker, dyslipidemia historical condition: history of alcohol dependence. Concomitant medications included - tresiba (insulin degludec), novorapid (insulin aspart 100 u/ml), aspirine (acetylsalicylic acid), ezetimibe, atorvastatine [atorvastatin]. Since an unknown date patient contacted about her pens which had problem. Novopen 6 grey and novopen 6 blue had tests with a new needle which was passed since an unknown date patient had issue with the novopen injector pens (both devices). The plunger was defective because it no longer adhered to the cartridge on both pens. The noise was different during the injection. The patient worried because they were hyperglycemic. Since an unknown date the patient reported huge hyperglycemia. Patient no longer ate for fear of aggravating her hyperglycemia. Patient was also very tired and a little confused. When changed the cartridge, the pen worked again and patient was able to return to a normal situation. With this problem, the patient had remained 2 good days without insulin. Special situation: suspected therapeutic inefficacy. Hyperglycemia following an issue with a cartridge: the patient believed they were administering the dose but nothing was delivered despite increasing the dose. The pharmacist provided replacement flexpen pens. It was reported that the error occurred during the administration due to incorrect instruction of use. The patient did not change of treatment the last 3 months. It was not the first time that the patient is treated for this indication. The patient never made this error before. Batch numbers: novopen 6: has been requested. Novopen 6: has been requested. Action taken to novopen 6 was reported as unknown. The outcome for the event "hyperglycemia(hyperglycemia)" was recovering/resolving. The outcome for the event "the plunger was defective (device plunger issue)" was recovering/resolving. The outcome for the event "nothing was delivered (their pens had problem) (device failure)" was recovering/resolving. The outcome for the event "suspected therapeutic inefficacy (device ineffective)" was not reported. The outcome for the event "incorrect instruction of use (patient misunderstanding health care provider instructions for product use)" was not reported. Reporter's causality (novopen 6) - hyperglycemia(hyperglycemia) : possible the plunger was defective (device plunger issue) : possible nothing was delivered (their pens had problem) (device failure) : possible suspected therapeutic inefficacy (device ineffective) : unknown incorrect instruction of use(patient misunderstanding health care provider instructions for product use) : unknown . Company's causality (novopen 6) - hyperglycemia(hyperglycemia) : possible the plunger was defective(device plunger issue) : possible nothing was delivered (their pens had problem)(device failure) : possible suspected therapeutic inefficacy(device ineffective) : possible incorrect instruction of use(patient misunderstanding health care provider instructions for product use) : possible . Reporter's causality (novopen 6) - hyperglycemia(hyperglycemia) : possible the plunger was defective(device plunger issue) : possible nothing was delivered (their pens had problem)(device failure) : possible suspected therapeutic inefficacy(device ineffective) : unknown incorrect instruction of use(patient misunderstanding health care provider instructions for product use) : unknown . Company's causality (novopen 6) - hyperglycemia(hyperglycemia) : possible the plunger was defective(device plunger issue) : possible. Nothing was delivered (their pens had problem)(device failure) : possible . Suspected therapeutic inefficacy(device ineffective) : possible incorrect instruction of use(patient misunderstanding health care provider instructions for product use) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This case was reclassified from non-serious to serious upon fu received on (B)(6) 2025 due to addition of serious events hyperglycemia, device plunger issue, device ineffective, device failure, patient misunderstanding health care provider instructions for product use with seriousness criteria other. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.